Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with most recent approval. Main investigation conclusion: the reported event of a red light when attempting to charge the battery was confirmed. The 14v li-ion battery (serial (B)(4)) was returned for analysis and was found not to charge. The battery was opened for further evaluation, and the individual cells and battery pack were attempted to be charged manually, but the battery could not take any charge. The signals to/from u12 were then evaluated and the esd suppression diode d25 was found to have burn marks around the component (figure 2-4). It was further verified to be an open when measured. A root cause for the reported event was concluded to be high discharge to diode d25 in the u12 voltage detection circuit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 14 volt li-ion battery instructions for use (IFU) , rev e explain how to charge a new 14v batteries in section 2, ¿charging a new 14 volt li-ion battery¿. The IFU also explains how to use, care for, and store the batteries. The heartmate 14 volt li-ion battery IFU, rev e states the batteries ¿must be charged at least once by the end of the month marked on the label placed on battery packaging (box and protective bag). If a battery is not charged by this date, battery operating time may be affected, which can cause the pump to stop.¿ device history records (battery inspection data) were reviewed and showed no deviations from manufacturing or qa specifications.. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the 14 volt lithium ion battery would not charge. The hospital requested the replacement of the faulty battery. Upon investigation of the returned battery, internal burn marks were observed.